Event description:
The following has been reported: serial number (B)(6), received at depot, confirmed pump problem, needs rear housing replacement, large crack in bottom right corner of rear housing, mechanical hardware failure (housing) rear housing, replaced rear housing, replaced batteries. Wires were pinched. Pulled from heratherm minor pump problem sent back to investigation/ pump placed in bring up mode and sent to the test line, passed all stations of the test line front housing, final acceptance, provisioned pump to 08 server sent to heratherm, loaded into heratherm @ 18.30 and 04/12/2026, failed heratherm pump problem pulled logs and sent for review, needs new pneumatics, replaced full pneumatics system, pump placed in bring up mode and sent to the test line, pass all stations of the test line front housing, final acceptance, provisioned pump to 08 server sent to heratherm, loaded into heratherm @ 16:00 and 05/01/2026, passed heratherm pulled @ 04:00 05/02/2026, 24 hour dwell - complete, lvp burn-in test - pass, accuracy test - pass, electrical safety test - pass, provision pump to (B)(6), return to service, provisioned pump, software update complete. A preliminary review identified the following issue: undefined pneumatic system component failure. An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. The device was repaired by the customer; fresenius kabi is communicating the investigation and repair results here. Fresenius kabi will not be receiving the device or the parts back for investigation.